Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Model: 694765, implantable tachy lead; implant: (B)(6) 2011. Model: 419588, implantable pacing lead; implant: (B)(6) 2011. (B)(4).

Event description:
It was reported that a right atrial (ra) lead was explanted and replaced due to no capture. No patient complications have been reported as a result of this event.